Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The device was not returned by the medical facility. The root cause of the patient injury was patient condition. It was reported that there was massive bleeding that had occurred and there was no additional information that was provided that identifies as the potential cause for bleeding. Bleeding from multiple sites does not relate the impella 5.5. The bleeding sites are not particular to the impella 5.5 site. The root cause was patient condition. Unknown relation to the impella.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced bleeding from multiple sites during impella support. A blood transfusion of unknown quantity was provided to the patient to counteract the condition. Additional information pertaining to the involved sites was not provided. Support continued with the implanted pump following the intervention.